Event description:
It was reported that the minicap leaked iodine when connected to a minicap transfer set. The event was further described as ¿the set was unable to fit tightly with the mini cap¿ and ¿the iodine flowed out¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name is (B)(6). Initial reporter address is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed, and it was noted that there was iodine staining on the outside of the minicap and mainbody of the transfer set which suggested an iodine leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.